Event description:
The customer reported of getting an error ¿proximal pressure tube is disconnected¿ while the device was in use on a patient. There was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) there was no delay in therapy and no medical intervention. The issue was discovered during testing. The (asp) reported that the customer¿s report of proximal line pressure disconnect was not duplicated. The unit was inspected, and no problem was found. No parts were replaced.